Event description:
Sunmed holdings llc. Received a single report that referenced six different incidences, which were associated with separate units, involving two different patients. This is the fifth of six reports. Refer to 3004748541-2025-00016 for the first report. Refer to 3004748541-2025-00017 for the second report. Refer to 3004748541-2025-00018 for the third report. Refer to 3004748541-2025-00019 for the fourth report. Refer to 3004748541-2025-00021 for the sixth report. It was reported; they could not intubate the patient due to an issue with the balloon; the endotracheal tube was replaced. There was no reported injury.

Manufacturer narrative:
The product involved in the report has not been returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 25 jun 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sunmed holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sunmed holdings llc. Sunmed holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Event description:
Sun med holdings llc. Received a single report that referenced six different incidences, which were associated with separate units, involving two different patients. This is the fifth of six reports. Refer to 3004748541-2025-00016 for the first report. Refer to 3004748541-2025-00017 for the second report. Refer to 3004748541-2025-00018 for the third report. Refer to 3004748541-2025-00019 for the fourth report. Refer to 3004748541-2025-00021 for the sixth report. It was reported, they could not intubate the patient due to an issue with the balloon; the endotracheal tube was replaced. There was no reported injury.

Manufacturer narrative:
Correction: d1; h6. The actual complaint product was not returned for evaluation; additionally, no photographic/videographic evidence was provided by the reporter. In the absence of a photo or video, the complaint could not confirmed; without a sample to perform functional evaluation, a root cause could not be determined. The vendor was notified of the incident related to lot: 2411nc3717k. The documented UDI is based on the stock/product code provided by the reporter; the UDI-pi was not provided from the vendor. All information reasonably known as of 30 sep 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.